Manufacturer narrative:
The device will not be returned to the manufacturer for investigation. The device was sent to (B)(6). Root cause is unknown at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 for an unknown reason. During a review of investigation findings from lirc it was identified that the distraction rod was stuck in the housing tube, cold welding between the housing tube and distraction road and a pin fracture.